Manufacturer narrative:
Based on a review of the medical records provided, the pt underwent a procedure to repair a ventral incisional hernia with component separation using a xenmatrix graft on (B)(6) 2010. On (B)(6) 2011, the pt reported pain and a CT scan was performed. The scan showed a large collection of fluid anterior to the mesh. After cultures showed some rare gram positive rods, the decision was made to explant the graft. While there is no indication, through operative or pathology reports, that the graft was considered to be the source of the infection, it is listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, treat it aggressively. A manufacturing review, which included verification of sterility, did not show evidence of a manufacturing related cause for the alleged event. Currently, it is unk whether the device may have contributed to the alleged event. The medical records do not indicate a specific device failure, no pathology reports associated with the graft were provided, and no sample was returned for evaluation. With the info available, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2010 -- ventral hernia repair with a xenmatrix graft. Extensive intra-abdominal adhesiolysis. On (B)(6) 2011 -- exploratory laparotomy, drainage of abdominal fluid collection with removal of infected biologic mesh, complex primary repair of abdominal wall.